Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. Pump passed dat test at 0.0871 inches. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose level via manual injection. Customer changed out their infusion set and discarded the old infusion set which caused high blood glucose levels. The insulin pump was returned for analysis.